Event description:
It was reported from (B)(6) by the perfusionist that the patient reported a high priority alarm pump stopped sounded. Perfusionist disconnected and reconnected pump connector, but pump did not restart. Controller exchange performed and pump restarted. No effect on patient reported this is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01133 and 3007042319-2015-01134) submitted for devices related to the same event.